Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to loss of capture with a pacing threshold of 3 volts at 0.4 milliseconds after being screwed which was observed in similar cases several times while changing lead positions. Subsequently, this rv lead became difficult to retract after several attempts. The helix of this rv lead could not be removed from the myocardium through standard rotation of the lead body. Following these complications, the lead was successfully removed by applying tension and slowly pulling. This rv lead was replaced with the same model, not implanted and discarded. No adverse patient effects were reported.